Manufacturer narrative:
The customer did not involve the local dräger s&s organization into examination of the device and potential repair measures. Dräger reached out repeatedly to the contact person named in the ufr but this was unsuccessful. This lack of information does not allow a case-specific evaluation by dräger. The following can be derived from the ufr: the device reportedly responded as designed upon the power loss by posting a corresponding alarm; this alarm is generated by a buzzer which is buffered with an independent power source. The device is equipped with an internal battery to cover mains power losses. With a fully charged internal battery in good condition, operation will be continued for a minimum of 30 minutes. The device will alert the user about the switchover to battery and will post depletion alarms if the residual capacity underruns 20% and 10%. The internal battery serves as an important fail-safe mechanism to cover mains power losses and shall thus be inspected regularly. The recommended exchange interval is 2 years under consideration of a standard use model. The entire device has a manufacturing date of 01/2020 and is not under a service contract with dräger. It is thus not known when the last battery exchange was performed if ever. Finally, it can be concluded that the reported event did not manifest under single-fault conditions. The device ran either on battery until the latter was depleted while the user was ignoring the depletion alarms or the device was put into operation with a worn battery that could not provide the device with energy after mains power loss. The mains power loss could have been related to different root causes - a component malfunction in the power supply, an infrastructure issue in the hospital's power network or lack of preventive maintenance (when the filters at the housing openings are clogged with dust due to long use, the air intake for cooling the interior may be inhibited, the device responds to an over temperature inside the device with a temporary shut-off of the power supply - if this happens with a worn battery, operation cannot be continued). Appropriate measures to prevent from events like that are in place: dräger recommends in the IFU that the user checks the battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to observe if the device continues operation on battery. This test is able to identify an outdated or depleted battery. Lastly, other explanations for the reported event may apply as well, a reliable conclusion is not possible. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly posted a power loss alarm after 2 hours of use and shut down. As per report, the users bridged patient support with an ambu bag until a replacement device could be introduced. No health consequences for the patient were resulting from the event.